Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a pulmonary valve procedure. A venous sheath was next to the arterial sheath during the closing procedure. Reportedly, on one device the sutures failed to deploy. A third proglide device was used for successful suture placement. The sheath was upsized to 18f and the pulmonary valve procedure was completed. Hemostasis was achieved with the successfully pre-placed sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture was confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy suture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.